Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2010, the patient presented with low back pain and radicular symptoms in both legs. MRI of the lumbar spine indicated ¿severe canal, lateral recess and neural foraminal stenosis is seen at l2-3 as well as l3-4. A 6mm synovial cyst projects directly into the left aspect of the canal at l3-4. Posterior decompression and fusion has been performed at the l4-5 level. Expected degrees of post surgical enhancement are seen within the operative bed.¿ on (B)(6) 2010 the patient presented with severe l2-3 and l3-4 ddd with stenosis and instability. The patient underwent removal of l4-5 hardware, redo bilateral l2 and l3 laminectomies, repair of intra-op dural tear, l3-4 plif with peek spacers, autograft, and bone marrow aspirate, l2-4 posterolateral fusion with rhbmp-2/acs, allograft and bone marrow aspirate, l2-4 pedicle screw and rod fixation. There were no noted complications other than the intraoperative dural tear. Patient was discharged on (B)(6) 2010. On (B)(6) 2010, the patient presented for an office visit. Per the physician¿s notes, ¿patient presents ambulating and doing very well. [The patient] denies concerns or complaints. The pain in bilateral legs is improving daily and [patient] has decreased the pain medication. {the patient] is very pleased with the surgery. The patient was fitted with a bone stimulator...¿ on (B)(6) 2011 the patient presented for follow up. Per the physician¿s notes, the patient "has a few complaints about weakness in his buttocks, numbness in his buttocks, and burning in his right thigh that will be temporary and will improve over time.¿ (B)(6) 2011 the patient presented in a follow up visit with "a little bit of burning in the anterior right thigh and some achiness in the back periodically but overall, [the patient] is much better than preoperatively.¿ ap and lateral x-rays of the lumbar spine indicated ¿interval fusion of the l2-l4 levels appears to be in good anatomic alignment.¿ on (B)(6) 2011 the patient presented with back pain. A CT scan of the lumbar spine without contrast indicated ¿posterior fusion with bilateral pedicular screws¿ at l2 to l4. There is some loosening of the screw on the left at l4. There is prosthetic disc at l3 and l4¿ bone graft bilaterally at l2 to l4 is noted. There is generalized facet arthrosis. There are pars defects at l3. Decompressive laminectomy defects are seen from l2 to l5. Alignment stable. Vertebral body height is table. Otherwise there is no new deformity seen.¿ on (B)(6) 2011 patient presented for follow up and reportedly had "mild to moderate paraspinous spasm and mild to moderate limitation of range of motion are noted in the low back¿ cat scan of the lumbar spine was reviewed and revealed an intact fusion from l2-l4 with excellent bone growth both in interbody spacers as well as posterior laterally¿ the patient is doing well both clinically and radiographically.¿ the attorney additionally reports that on (B)(6) 2011 the patient had pain, weakness, numbness, tingling, nerve damage, and pain/swelling at the implant.